Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported rupture of the right side. Device status is unknown.

Manufacturer narrative:
The reported events of "capsular contracture, baker grade unknown" and "bleeding" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Physician additionally reported "patient was diagnosed with rupture, intracapsular bleeding, bilateral incipient capsular contracture," baker grade unknown, "and double capsular." Device has been explanted.